Manufacturer narrative:
Concomitant products: product ID 8703w, lot# l46503, implanted: (B)(6) 1998, product type catheter; product ID 8590-1, lot# n414982, implanted: (B)(6) 2014, product type accessory; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
The patient had a pump replacement due to normal battery life. When the physician attempted to aspirate through the catheter access port (cap) they were not getting good suction. They felt like the connection between the pump and connector was not great. The physician decided to change the connector. The medication infused was morphine. On (B)(6) 2014 information was received from a representative indicating that the patient was receiving effective therapy.